Event description:
The customer reported this right ventricular lead was capped and replaced during a procedure to upgrade a pacemaker for normal battery depletion. The sales representative reports that the lead had high pace impedances (over 2000 ohms), and since the physician was upgrading the device, they decided to change out the lead too. No adverse pt effects were reported. The lead was actively implanted for approximately 10 years.

Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.